Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 2000 mcg/ml for a total dose of 228.1 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported pump status and/or event log reported a motor stall occurred, and there were multiple motor stalls and recoveries noted. It was noted that the multiple motor stalls and recoveries started on (B)(6) 2017 and the last stall was on (B)(6) 2017. The pump was not currently stalled. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.